Event description:
Dealer states the walker is broken.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 9616091-2013-01255 indicting the manufacturer as invamex with the FDA registration number as (B)(4), for invamex. The correct manufacturer is unknown (possible 3 manufacturers) and the FDA registration number should be (B)(4) (for invacare due to a mixture of imported manufacturers and invacare).